Event description:
Pt, mentally challenged, history of c.p. With malfunctioning feeding tube. (P.e.g.) Admitted for reinserting of peg tube. During early morning hours apparently got pt's head/neck between upper siderail and mattress. Airway compromised, found pulseless. Resuscitated and placed on ventilator I ICU ventilator discontinued 48 hours later by family member. Expired.